Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently not illuminating when the wake button was pressed. Reportedly, the customer would have to wait about 1 minute and then the screen would illuminate when the wake button was pressed. At the time of the call the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.